Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Reportedly, the customer attributed bg to be due to doing a 5-day fast, in addition to making voluntary decisions regarding bg management with the pump. No specification was provided regarding the pump method used during the low. No additional information was provided by the customer.